Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at tubing of with an infusion set. The event occurred on 17-july-2024. Infusion set was used for 2 days. Patient noticed symptoms within 3 or more hours after insertion. The insertion of site was on the side. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient changed soft cannula infusion set only and resumed insulin. No further information was available.